Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the ventricular channel. The physician electrode to reprogram the vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the ventricular channel. The physician elected to reprogram the vector to mitigate further oversensing. The lead is expected to be revised at a future date. This device remains in service. No adverse patient effects were reported.